Manufacturer narrative:
H3 other text : not returned to manufacture.

Event description:
The manufacturer received information alleging a ventilator automatically shuts down. There was no direct harm done to patient, but due to insufficient ventilatory support from the machine malfunctioning, the patient needs to be intubated upon arrival at the destination airport. During the extract of the logs event code were found error log. The device recently had a system interface board replacement and passed the final test procedure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.